Event description:
A loaner instrument tray was brought by the stryker representative and sterilized for use by our csr team. Patient taken to or on (B)(6) 2025 and was undergoing a orif (open reduction internal fixation) of the right patellar. The orthopedic surgeon inserted a 4.0 36 cannulated screw into the right patella. The stryker vendor was present and the entire procedure was performed under fluoroscopy. When inserting, the surgeon noted a pulling sensation and noted that the screw appeared to be moving. Upon visualization 2 small threads of the screw were noted in the patella. One fragment was immediately removed along with the screw and the second could not be retrieved, per the surgeon, since it was imbedded in the bone. The remainder of the procedure (replacement screw inserted) proceeded without incident. The right knee was bandaged and placed in a knee immobilizer. The patient was recovered in pacu and transferred to a med/surg unit in stable condition. The patient was informed of the retained foreign body. She was medicated for pain prn and was to received pt/ot pending discharge. Noted on floro.